Event description:
Boston scientific received information that this right ventricular (rv) lead displayed pace impedance measurements of greater than 2500 ohms. The patient was reported to have fallen around the time that the out of range measurement occurred. The lead was suspected to have fractured. The patient was to be seen at a later date for further follow up. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory this lead was returned severed and only 16 centimeters were returned from the is-1. The portion returned was found to be electrically continuous. Analysis did not reveal any sign of a material or manufacturing problem of the portion of the lead returned. The clinical observations were unable to be confirmed during laboratory analysis.

Event description:
Additional information indicates that this product was later returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that indicated the patient underwent a revision procedure. It was reported that the lead was identified to have fractured via x-ray. The fracture was noted to be in the location of the clavicle. The lead had also dislodged. Of note, it was reported that the patient had fallen on the same day that the previously reported out of range pacing impedance measurements were reported. The lead was surgically abandoned and replaced. There were no adverse patient effects reported.